Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath catheter and dilator insertion difficulties since the sample was not received. Based on the information given, the exact root cause of the event cannot be determined.

Event description:
Additional information was received on 11may2021. There was heavy resistance advancing the sheath. The vessel that was being treated was the contralateral sfa. The vessel was scarred, not calcified. There was no damage noted on the tip of the sheath prior to insertion.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacturer date - unknown due to unknown lot number. Occupation- rtr. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that during a procedure in his obl, the destination sheath would not advance through a scarred groin. The precision sheath advanced with no issue. The doctor commented that the transition from the dilator to the sheath was not a smooth transition which caused the sheath to accordion when trying to advance through the scarred groin. A cook ansel sheath was then used however does not offer the support he likes with destination. The patient was unharmed, and the patient's condition was stable. The procedure was successful. There was no patient injury, medical/surgical intervention required.